Manufacturer narrative:
Concomitant medical products: 383069 lead, implanted: (B)(6) 2007; 6725 pin plug, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was increased threshold. The left ventricular (lv) lead remains in use. No patient complications have been reported as a result of this event.